Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a cracked objective lens, minor scratches on the outer tube, a cracked video connector, the device displayed no image during an image check and the scope was received without a light guide adapter. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye", had a cracked lens. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint cracked lens was confirmed. Based on the results of the investigation, it is likely the cracked cover glass/ cracked video connector occurred due to improper handling by the user and no image occurred due to wear and tear. Olympus will continue to monitor field performance for this device.